Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The loading unit was received partially fired with some staples protruding. No damage was noted to the knife blade. Additionally, the anvil was received with distorted. The single-use loading unit (sulu) was loaded into a representative instrument. The sulu and representative device were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial firing condition may occur if the firing stroke is not complete and the firing knob is not fully retracted after firing or if the instrument is applied against an excessive amount of tissue during the clinical application. Replication of the distorted anvil condition may occur from rough handling of the device or excessive manipulation. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first firing of colectomy, they tried to set the anvil to the instrument, however, they found out that the anvil was distorted. They replace the reload and the procedure was completed. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.